Event description:
Medtronic received a report that there was resistance in the center of the phenom 17 microcatheter. It was reported that when the chikai 14 guidewire was inserted into the phenom 17 j-shaped catheter, there was resistance at about 50cm from the proximal region. There was also resistance when inserting the coil. Axium prime and kaneka coils had been used in the procedure. The coils were able to be placed in the patient. The event was said to be not associated with the patient. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) drawing(s) referenced: dwgsfg11xxx-yyyy-zz rev. F as found condition: the phenom 17 catheter was returned for analysis within a shipping box and within primary and secondary plastic resealable biohazard pouches. Visual inspection/damage location details: the phenom 17 catheter total length was measured to be ~158.6cm and the usable length was measured to be ~151.0cm which is within specification (specification: 150cm ± 5cm). Upon visual inspection, no damages were found with the phenom 17 catheter hub. No bends or kinks were found with the phenom 17 catheter body. The phenom 17 catheter distal tip appeared to be shaped. Testing/analysis: an attempt was made to flush the phenom 17 catheter with water, but resistance was encountered, and water was unable to exit distal tip. An in-house mandrel was inserted into the proximal end of the phenom 17 catheter. The catheter was found occluded at ~24.9cm from the hub. The phenom 17 catheter was dissected (cut) distal to the occlusion. The phenom 17 catheter inner liner was found damaged (torn) at the occluded location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. The damage found with the phenom 17 catheter inner liner contributed to the reported resistance causing the catheter to become occluded. However, the cause for the damaged inner liner could not be determined. (Reyesr32 2022-12-06). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.